Manufacturer narrative:
Analysis found that visually, the spiral wraps broke at the proximal end where they attach to the inner shaft. The portion of the inner assembly that broke off was not returned however it would have measured approximately 1.2¿ long. The distal end of the outer tube inside diameter was gouged and worn which is consistent with a bending / prying force being applied during use. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a distributor that the bur broke while in use preoperatively. It was noted that testing was performed according to labeling prior to use. There was no patient impact or injury.

Manufacturer narrative:
This is to advise that the a new device was included in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The blade was dislodged during procedure. Occurred almost at the end of surgery. Surgery was typical sinus surgery and we were at about 1.5 hours into the procedure when incident occurred. Blade appears to have unraveled. Patient was alive-no injury. There was no patient impact. Additional information received from the rep stating that the tip of the sheath was dislodged and the blade did not fragmented.